Event description:
One touch basic enhanced meter was given inaccurate low readings. Pt stated that in 2003 at 7:00 am, tested on meter and got a reading of 138 mg/dl. Pt took set amount of 25 units of nph and 16 units of regular insulin. A few minutes later, started feeling tired, dizzy, and feet were hurting/tingling. Pt already had an appointment with endocrinologist at 8:30 am that morning. At the doctor's office, they tested blood glucose on their meter with a result of 605 mg/dl. They also drew some blood for a lab test (lab test result is unk). The doctor gave 10 units of insulin and sent pt to the emergency room. Blood glucose level at the ER was still high (exact reading is unk). Placed on IV insulin. After about 4-5 hours, was admitted to the hospital with the diagnosis of diabetic ketoacidosis. Pt was in the hospital for about 4 days. After release insulin regimen was changed from nph and regular insulin to lispro 8 units before mealtime and 35 units of lantus at bedtime. Pt called lifescan about the inaccuracy of the meter compared to the doctor's meter (invalid comparison). During troubleshooting, it was discovered that pt was using expired test strips. Pt was walked through a check strip test which passed on the meter. Therefore, no evidence of meter malfunction. This case is reported as an adverse event because the pt suffered a serious injury due to use error of using expired test strips.